Event description:
It was reported that a patient implanted with an impella cp experienced malposition of the device in the mitral structure/papillary muscle. Repositioning of the pump was unsuccessful. The pump was explanted and replaced with an impella cp to support the patient. This is one of two related reports. This report represents that first impella cp. Another report was submitted to represent the second impella cp. Refer to section h10 for the related report number.

Manufacturer narrative:
No product was returned for investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.